Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had internal communication fault report. Customer reported a loop leak fault, there was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a loop leak fault. It is unknown under which circumstances this event occurred, however there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter and event site telephone), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: b5, h6 (medical device problem code). A getinge field service engineer (fse) inspected the unit, and a review of the fault code records at the hospital confirmed the customer-reported issue. The fse replaced the safety disk. Following the repair, the unit successfully passed all factory-specified performance and safety tests. The equipment was returned to the customer and is ready for clinical use.